Event description:
A case received from ha portal reported that during an intraocular lens (iol) implant procedure, the haptic broke during the process of iol implantation. The doctor immediately stopped the crystal implantation and performed the second phase of crystal implantation without causing any adverse effects on the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).